Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon. Serviced the circulation pump. The device went through the pm program. The mixing pump was serviced. Replaced the heater sn (B)(6). Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device did not fill. They said there was no suction on the fill tube indicating a failed circulation pump the device was due for the 2000 hour preventive maintenance service.

Event description:
It was reported that the biomed had the arctic sun device did not fill. They said there was no suction on the fill tube indicating a failed circulation pump the device was due for the 2000 hour preventive maintenance service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated, and the reported issue was confirmed as it was noted that the unit needed to be primed to fill during decon. Serviced the circulation pump. The device went through the pm program. The mixing pump was serviced. Replaced the heater sn 1417 with sn 2314. Replaced the drain valves and replaced both manifold o-rings on the manifold coin cell was replaced. Device was put through a functional check and pre-cal after the repair. The device was placed on ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device did not fill. They said there was no suction on the fill tube indicating a failed circulation pump the device was due for the 2000 hour preventive maintenance service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.